Manufacturer narrative:
Na. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that 29mm navitor vison valve was chosen for implant using a large flexnav delivery system. During procedure, femoral access not suitable due to severely calcified and narrowed femoral, the left sided trans axillary access used instead in very torturous anatomy. A pre-dilatation was performed using a 23mm non-abbott balloon and the navitor valve was successfully implanted sing the refine implant technique with good implant depth of 3mm with no perivalvular leak (pvl). There was no post dilatation was performed. When removing the system it was noticed that there was a small dissection at the axillary access point. The dissection was then treated by ballooning and stenting. There was no delay in the procedure and the patient was reported stable throughout. The patient was reported stable post procedure.

Manufacturer narrative:
An event of advancement difficulty through patient anatomy and small dissection at the axillary access point was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, causes for the reported use-related tissue damage could not be conclusively determined. And the cause of the reported advancement difficulty could not be conclusively determined. It is possible patient anatomy could have contributed to the advancement difficulty. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. The reported interventions were the result of case-specific circumstances.